Manufacturer narrative:
Complaint form received missing information. Request for missing values was made on 01/08/2020. Should the information become available, a follow-up report will be submitted. Currently there is no information for the following: patient information, event date, implant date, explant date.

Event description:
Per complaint (B)(4) a patient experienced an implant failure.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated g1-g2 for follow-up report submitter, g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes.